Manufacturer narrative:
The reported high pacing lead impedance was confirmed in the laboratory. A setscrew was missing from the is-1 tip connector block; after the screw was installed, the device was tested on the bench, and no anomaly was found. The cause of the anomaly was a missing setscrew.

Event description:
It was reported that during implant, high, out of range pacing lead impedance was observed multiple times when lead was connected to the new device. Lead was removed and tested normal with system analyzer. Device was not implanted. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun